Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
A patient underwent a metatarsal fixation procedure and approximately three months post-implantation was revised due to a fatigue fracture of the two fixation plates. All products were removed and replaced with a wedge opening plate and competitor bone graft.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - ni. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03722 / 03723).

Event description:
A revision of metatarsal fixation plates has been indicated approximately three months post-implantation due to fracture of the plates; however, no revision procedure has been reported to date. Additionally, it was reported the plate was initially implanted as off-label use.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: recon wedge p1 21x17.5x7 catalog number 110003782 lot number 638020; peg screw 2.5x32mm catalog number sp32000; peg screw 2.5x18mm catalog number sp18000; peg screw 2.5x22mm catalog number sp22000; peg full thread 2.5x18mm catalog number fp18; peg full thread 2.5x22mm catalog number fp22; peg full thread 2.5x16mm catalog number fp16; peg full thread 2.5x28mm catalog number fp28; insert multi direct 2.0mm catalog number 214288007. Current information remains insufficient to permit a conclusion as to the cause of the event. However, investigation into the issue confirms that the fixation plates and wedge utilized are not compatible for the application they were used. This is considered off-label use.

Event description:
A patient underwent a metatarsal fixation procedure utilizing biaxial plating and an osseoti wedge. Subsequently, the patient underwent a revision procedure approximately three months post-implantation due to a fatigue fracture of the two fixation plates. All products were removed and replaced with a wedge opening plate and competitor bone graft.